Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery of their implantable cardioverter defibrillator (ICD) "wasn't charging". The device remains in use.  No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the battery of their implantable cardioverter defibrillator (ICD) "wasn't charging". The device remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.